Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. During evaluation of the device, the device failed to complete its internal self-test. The power supply unit and pneumatic block were replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4)

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. During evaluation of the device, the device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the device failed to charge its internal battery and revealed the occurrences of system fault 180 related to a battery charger fault. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause of the sf180 was device operation in a temperature outside of the device specification and the root cause of the failed to complete its internal self-test was operator error. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. During evaluation of the device, the device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.